Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor. Performed continuity resistance test and the sensor failed per specifications. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the needle anomaly due to the needle not being returned. Unable to confirm the adhesive anomaly due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(6).

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Calibration errors were received as well. Customer states sensor glucose was 40 and blood glucose was 127 mg/dl and only calibrate 2 or 3 times a day. Troubleshooting assisted customer with proper insertion techniques and informed customer that should calibrate 3 to 4 times a day. Customer was advised to call back should issues persist and that a new sensor would be provided to her. Customer indicated that she would provide the sensor for analysis.